Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00752.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the aortic intramural hematoma.  However, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic positon, a hematoma was observed post valve deployment and an ¿access vessel injury¿ occurred. Prior to tavr, the patient underwent a balloon valvuloplasty and was supported by percutaneous cardiopulmonary support (pcps). A non-edwards valve was used, but it was unsuccessful after two attempts to implant-. A 26mm sapien 3 valve and delivery system were used. Since the condition of the access vessel was ¿bad¿, a 16fr esheath was used instead of a 14fr esheath. A 26mm sapien 3 valve was expanded with -4ml contrast than nominal volume. Due to insufficient inflation, post-dilations were performed twice with -3ml contrast. An echo showed a possible hematoma at the annulus in 9-12 o¿clock direction. J-vac drain was placed by mini-thoracotomy. As the patient was still hemodynamically unstable, it decided to continue the pcps support. Upon withdrawal of the esheath, the vessel was found to be injured. It was surgically repaired and the procedure was completed.